Manufacturer narrative:
G2 - report source and h4 - device mfg date; corrected. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needles used for vaccines were leaking. They stated the needles were fully screwed on to the vaccine syringe and this occurred twice in one day with different nurses administering the injections. There was unknown patient involvement, and unknown patient harm/adverse event reported.